Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using one starclose se device via 6fr sheath after a percutaneous transluminal angioplasty (pta). Reportedly, after the clip was deployed, one of the locator wings broke and got stuck in the nitinol clip while removing the system. The access ports were used and the starclose se device was removed after pulling several times. The clip of the starclose se device achieved hemostasis. There was no reported adverse patient effect. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: catalog #. Evaluation summary: the device was returned for analysis. The reported broken vessel locator wing was confirmed. Difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.